Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The field service engineer (fse) verified the error codes in the data fault logs. Upon inspection of the iabp, the fse found saline spill residue on the top cover and side cover also inside on the main board and motor control board. The fse cleaned salty residue off the boards and ran the iabp on the trainer with no errors. The fse performed calibration verification, and other performance testing and the iabp performed normally with no errors. Possibly the saline spill caused the errors, and when the saline dried the errors went away. The iabp passed all functional and safety tests per factory specifications. The fse then returned the iabp to the customer and cleared for clinical use. There were no parts replaced related to this reported event.

Event description:
The customer reported during service test of the intra-aortic balloon pump (iabp) an electrical test fails #50 alarm was generated upon start up. There was no patient involvement or adverse event reported.